Event description:
Litigation papers allege the patient has suffered serious injuries to her body, was seriously and permanently injured and has required medical care and attention and will continue to require medical care and attention; she has suffered and will continue to suffer chronic pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.